Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: g2. A getinge field service engineer (fse) while performing pm found the problem. While performing pm, unit failed helium leak check specifications. As per service manual replaced helium reservoir. Product passed all functional and safety tests per factory specifications. The failure analysis and testing dept. Received part with a reported unit failure of a helium leak during a pm. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No leaks or other failures confirmed on this part. Retaining the part in the failure analysis and testing department per procedure.